Event description:
It was reported that the procedure was being performed in the intensive care unit. The physician gained access to the left subclavian vein and was able to place the spring wire guide (swg), withdraw the needle and advance the dilator over the swg. He then inserted the triple lumen catheter over the wire and began withdrawing the swg. At which time, he encountered some resistance. After one attempt, he was able to pull the swg out; however, it unraveled. Everything was removed intact. There was no delay in treatment, no patient death and no patient complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.